Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit the problem was a monitored issue. As a resolution, technical support recommend changing the flow sensor. Purchase number and price was provided to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator volume inaccuracy unit set to 500 and customer confirmed 500 is being delivered via the external analyzer but the vte is only reading 200. The customer confirmed that there was no patient involvement associated with the reported event.